Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose around 400 mg/dl. The at the time of incident blood glucose was 397 mg/dl. The customer treated their high blood glucose with insulin pen. The customer was wearing insulin pump during hospitalization. The customer experienced symptoms like vomiting and difficulty in breathing. The insulin pump will not be returned for analysis.